Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information: can you please clarify what was meant by ¿use of the device in open position¿? How long was the procedure prolonged? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy procedure, and during the use of the device in open position by the surgeon, the staples were malformed on the distal part. The surgeon used another device "to perform again the suture." There was extended time of procedure. The operative follow-up was normal for the patient according to the sales rep.